Event description:
"Situation: 0.9% sodium chloride one liter infusion bags are missing the barcode to scan prior to administration. Background: nurses are required to scan medications prior to administration inclusive of IV fluids. Assessment: rn went to administer a ns bag and there was no barcode to scan. This is a patient safety issue. 3 other bags of the same lot number were removed from floor stock. Recommendation: company to review product packing to ensure barcode is present. Lot# 448055, exp [redacted date]."